Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted, the patient's intraocular pressure did not decrease. The surgeon suspected that the shunt was clogged. The shunt was exchanged for another shunt and the event resolved. Additional information has been requested but not received to date.

Manufacturer narrative:
The product was returned for analysis. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).